Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent called and reported that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 67 mg/dl at the time of the incident. The customer was at 200 mg/dl the evening before the call. The customer was given glucagon to treat. The customer caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and no issues were found. The caller stated the pump was exposed to a body scanner at the airport. The insulin pump will not be returned for analysis.